Manufacturer narrative:
No product has been returned for evaluation as it remains in-situ. Radiographs provided confirmed the alleged event. No root cause can be confirmed at this time.

Event description:
Information was received that alleged that the endcap on the magec rod was disengaged.